Event description:
During the procedure, prior to the transection of the rectum, a flexible sigmoidoscopy was done. After the specimen was obtained, a second flexible sigmoidoscopy was performed. After the physician performed the anastomosis, a flexible sigmidoscopy was completed again. Following the procedure, it was suspected that the flexible sigmoidoscope was missing a plastic tip from the distal end of the scope. Follow up, including a CT, was completed which could not confirm or deny a retained foreign body.